Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient's therapy was turning on and off at times. The patient was recharging effectively now, however had noted the patient had a session where they charged 0% in 1.1 hours; the patient's parent indicated they were charging at night while sleeping and thought it was not kept on the ins very well. No patient symptoms or further complications were reported as a result of this event.